Manufacturer narrative:
The investigation of the manufacturer is ongoing.

Event description:
The following was reported: "this morning we had to do an emergency cardiohelp circuit change-out due to a break/leak in the circuit causing a copious amount of blood loss. Staff noticed blood leaking from underneath the circuit around 5:30 this morning after the patient started to complain about feeling short of breath. It was not obvious as to the exact point from where the circuit was leaking from as all the ports/pigtails were intact and dry. No obvious air was introduced into the system, leading us to believe the leak was somewhere between the centrifugal head and pre-oxy face where the disposable met the machine. The circuit was exchanged rather quickly (around 7 am) but the patient required transfusion of red cells and ffp due to blood loss during that short amount of time. It was estimated that at least two units of blood were lost from the circuit before exchange could be completed. This particular circuit was on the patient from (B)(6) 2022 till this morning, (B)(6). There were no issues leading up to the incident including the circuit being bumped. We have saved the circuit to be returned for investigation. Patient was negatively impacted due to transfusion requirement, fluid imbalance, inflammatory response due to new circuit, etc.. Possibly delaying ECMO wean." Complaint ID: (B)(4).

Manufacturer narrative:
The following was reported: "this morning we had to do an emergency cardiohelp circuit change-out due to a break/leak in the circuit causing a copious amount of blood loss. Staff noticed blood leaking from underneath the circuit around 5:30 this morning after the patient started to complain about feeling short of breath. It was not obvious as to the exact point from where the circuit was leaking from as all the ports/pigtails were intact and dry. No obvious air was introduced into the system, leading us to believe the leak was somewhere between the centrifugal head and pre-oxy face where the disposable met the machine. The circuit was exchanged rather quickly (around 7 am) but the patient required transfusion of red cells and ffp due to blood loss during that short amount of time. It was estimated that at least two units of blood were lost from the circuit before exchange could be completed. This particular circuit was on the patient from (B)(6) 2022 till this morning, 1/24. There were no issues leading up to the incident including the circuit being bumped. Patient was negatively impacted due to transfusion requirement, fluid imbalance, inflammatory response due to new circuit, etc.. Possibly delaying ECMO wean." The returned product was technically investigated at the laboratory of the manufacturer. Visual inspection of the complaint sample showed blood contamination outside of the product, below the pump cover. Furthermore, a blood filled venting port on the venting membrane could be detected during the visual inspection. The subsequent leak test showed a leak at the gas outlet of the oxygenator, which cannot be linked locally to the blood contamination found in the visual inspection. The customer reports a blood leak below the loop, which suggests that the leak from the gas outlet was already present at the customer. In order to reproduce a possible liquid leakage of the ventilation membrane and thus to confirm the visual inspection, the leak test was repeated with the gas outlet disconnected. This resulted in a severe leak at the vent membrane, which confirms the visual inspection and explains the blood contamination on the pump cover. Thus the reported failure "leaking from underneath the circuit" was confirmed. The most probable causes of the two different failures detected were determined as follows: leaking ventilation membrane: damages to the ventilation membrane. Inadequate welding of the vent membrane to the vent connector. Inadequate bonding of the vent connector into the blood outlet cover plate. Leaking gas outlet port: insufficient pur (polyurethane) grouting of mat pack. This allows the fluid to transfer to the outer cover. Fiber detachment in the pur potting. This allows the fluid to leak between the fiber an the pur encapsulation. Fiber damage. This allows fluid to leak trough the oxygenating fiber. The root cause investigation of the manufacturer is still ongoing.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The affected product was further investigated at the laboratory of the manufacturer. The subsequent leak test showed a leak at the gas outlet of the oxygenator, which cannot be linked locally to the blood contamination found in the visual inspection. The customer reports a blood leak below the loop, which suggests that the leak from the gas outlet was already present at the customer. The outer cover plates of the product were opened. Hereby it was determined that the leckage was attributed to two fibers within the gas mat packet. The leackage was caused by fiber damage. In order to reproduce a possible liquid leakage of the ventilation membrane and thus to confirm the visual inspection, the leak test was repeated with the gas outlet disconnected. This resulted in a severe leak at the vent membrane, which confirms the visual inspection and explains the blood contamination on the pump cover. Thus the reported failure "leaking from underneath the circuit" was confirmed. The most probable causes of the two different failures detected were determined as follows: leaking ventilation membrane: damages to the ventilation membrane. Inadequate welding of the vent membrane to the vent connector. Inadequate bonding of the vent connector into the blood outlet cover plate. Leaking gas outlet port: fiber damage. This allows fluid to leak trough the oxygenating fiber. Furthermore a medical assessment of the event description and investigation results was performed. It was concluded that the actual mechanism of the damage the two blood fibers and the more general finding of damage to the gas mat package was not determined. A review of the investigation reports suggests but does not confirm the findings may be associated with a manufacturing root cause. Maquet cardiopulmonary initiated a non-conformance process in regards to the detected findings. All further actions and investigations will be performed within this process.

Event description:
Complaint ID: (B)(4).